Event description:
Pt reported that their one touch ii meter was giving inaccurate high results. During troubleshooting, the meter failed two control solution tests and also a check strip test. The condition of the test strips and control solution was good. Pt also provided blood glucose results ranging from 70 mg/dl to 196 mg/dl. None of the results reflect any serious injury. Pt did contact a medical professional for advice, but was not given any treatment. This case is reported as a malfunction since the meter failed the check strip and control soluttion test. No further info has been provided.